Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a hospitalization on (B)(6) 2015 due low blood glucose level of 50 mg/dl and a seizure. Customer's blood glucose level at the time of the hospitalization was 130 mg/dl, because mother had treated prior to ambulance transporting customer. Mother states the customer was treated for two hours and then released from the hospital. Troubleshooting was declined, because by mother. No further information was provided.